Event description:
The customer contacted physio-control to report that their device did not deliver a shock when the discharge button was pressed, and the device unexpectedly shut down. The customer was able to successfully shock the patient with a back up device. Physio-control contacted the customer for further information. The patient involved in the reported event is deceased; however, the customer advised physio-control that the device use did not contribute to the outcome of the patient.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. The main keyboard was replaced to resolve the reported issue. After proper device operation was observed through functional and performance testing the device was returned to the customer for use. The cause of the reported issue was determined to be excessive (out of tolerance) resistance of the shock switch located on the main keypad assembly.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device did not deliver a shock when the discharge button was pressed, and the device unexpectedly shut down. The customer was able to successfully shock the patient with a back up device. Physio-control contacted the customer for further information. The patient involved in the reported event is deceased; however, the customer advised physio-control that the device use did not contribute to the outcome of the patient.